Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was noted to be unresponsive and stopped all insulin delivery. The customer's blood glucose level was 107 mg/dl. Multiple attempts have been made to complete troubleshooting with the customer, however no response was received.